Event description:
Adm with rle ischemia. Went to or for arteriogram and angioplasty in hopes of saving leg. During removal of sheath - sheaths appears to break and unraveled. Sheath was removed in an open procedure. Resulted in (b) aka - known history pvd.